Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. Evaluation revealed a cracked battery compartment, and the pump did not recognize the cartridge during the load step. Investigation for insulin delivery could not be adequately completed due to the inability to load the cartridge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing low blood glucose (bg) after dinner and bolus every three days with infusion site change for (B)(6). The lowest reported bg was 33 mg/dl on (B)(6) 2011 three hours after the patient had dinner and gave a bolus. A review of the pump history indicated that total daily doses matched programmed bolus and basal delivery values. The history also indicated that the patient was filling the cannula with more than the recommended amount, was using small prime volumes, and had increased basal delivery rates in the afternoons. Animas customer support recommended that the patient contact his healthcare provider to review dosing and fill cannula amounts. This complaint is being reported due to the patient's alleged hypoglycemia on (B)(6) 2011.